Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd connecta stopcock leaked. The following information was provided by the initial reporter: "during the operation under general anesthesia, the infusion set was connected to the indwelling needle, and fluid leakage was found during use".

Manufacturer narrative:
H6: investigation summary since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd connecta stopcock leaked. The following information was provided by the initial reporter: "during the operation under general anesthesia, the infusion set was connected to the indwelling needle, and fluid leakage was found during use".